Event description:
The facility representative contacted baxter to report a colleague infusion pump in which channel c failed. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel c failed was confirmed during product evaluation. The root cause of the reported problem was determined to be pump head module channel c out of calibration. Appropriate action was taken to correct the reported problem by recalibrating pump head module channel c. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.